Event description:
It was reported that the infusion set connector would not engage to activate the pump when a specific cartridge was installed, while the connector functioned normally without a cartridge and with a new cartridge, indicating the initial cartridge was overfilled and preventing proper connection. Symptoms included no alerts or alarms and inability to deliver insulin through the affected setup. Outcomes included successful therapy restoration after switching to a new cartridge and shipment of replacement supplies, along with user education on correct setup and filling. Investigation included guided troubleshooting with cartridge removal, connector engagement checks, and replacement of the cartridge. Investigation of this case revealed user-related filling technique leading to an overfilled cartridge that impeded the connector interface. It was concluded that the device performed as designed and the event was attributable to use error related to cartridge preparation.